Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to: stent graft: migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft (ctag) for descending thoracic aortic aneurysm. On unknown date, a follow-up examination revealed a distal type I endoleak and aneurysm enlargement. On (B)(6) 2020, the patient underwent reintervention. The celiac artery was coil embolized. An additional stent graft was deployed to extend the device distally. The endoleak was resolved and the patient tolerated the procedure. (Captured by (B)(4)). On an unknown date, enlargement of aortic arch aneurysm was observed (out of ctag treatment area). The patient underwent treatment for total aortic arch replacement, stent graft, and non-gore stent graft (zenith) placement. On an unknown date, enlargement of the thoracic aortic aneurysm was observed. Type iiia endoleak between ctag (tgu454520j) and zenith was suspected. On (B)(6) 2024, this patient underwent reintervention. Gore® dryseal flex introducer sheath was inserted from the right groin but could not be advanced. Two additional stent grafts were placed to reline the junction. Confirmatory angiography was performed, but no type iiia endoleak was confirmed. The ctag previously placed at the most distal device (tgmg404015j) migrated up, distal type I endoleak was suspected. No clear endoleak was confirmed. The patient tolerated the procedure.